Manufacturer narrative:
Due to the patient's infectious disease, the product is not available for evaluation. Additional information will be submitted within 30 days upon receipt.

Event description:
The physician had difficulty withdrawing the catheter. The report received indicated that during an emergent cardiac procedure, the physician was delivering the guiding catheter to the target vessel; however, when the catheter was over the guidewire passing the aortic arch, the physician felt discomfort with the guidewire. As a result, the physician decided to retrieve the catheter; however, some difficulty was encountered when removing the catheter from the brachial artery. The catheter was removed and the physician identified a kink 7cm distal from the tip of the catheter. The catheter was exchanged and the procedure was finished successfully without any injury to the patient. It was indicated, that the withdrawal difficulty encountered by the physician was due to the kinked section on the catheter. Further information indicated the procedure was treatment of a de novo lesion in the distal circumflex. The vessel was calcified, but not tortuous and presented 75% stenosis.